Manufacturer narrative:
Follow-up #2 date of submission 10/05/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 09/12/2016 with the following findings: evaluation revealed a battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. Returned battery cap does not attach to pump; test cap used during investigation. Investigators were unable to duplicate complaint of intermittent power during investigation. The pump was run on a 24-hr basal program with no intermittent power/reboot occurrences. One battery cap contact height was out of specifications. Both battery cap contact widths were within specifications. The battery cap threads are damaged. Opened pump; no damage observed to power circuit. No evidence of moisture observed internally. Multiple recurring por events observed in bb/pump history. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.